Manufacturer narrative:
Corrections/updates were made to: d10, g4, g7, h2, h3, h6 (method, results, conclusion), h10 and h11. The customer reported problem cannot be determined. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the device history record for (B)(6) was performed from date of manufacture 07/15/2019 to present date 10/19/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the pm/calibration. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the pm/calibration. There was no patient involvement.